Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that power loss and heating of the cusa excel 23khz straight handpiece (c2600) was observed during tumor surgery. They immediately stopped use of the handpiece and the operation was completed with a back-up handpiece. The surgery was completed with no delays or patient injury.

Manufacturer narrative:
The cusa excel handpiece (c2600) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history records (DHR) was reviewed, and no anomalies were found. The root cause of the reported issue could not be determined. However, based on the customer reported failure ¿loss of power and heating¿ its possible this complaint was as a result of transducer delamination or coilform. However, without testing it is not possible to verify. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.